Event description:
A hole was found on the side of one cryocyte container during thawing. The patient did not receive stem cells from the broken container; there was enough stem cell product in the remaining three bags.